Manufacturer narrative:
(B)(4). Investigation summary: lot #9315211dhr was reviewed and no qn found. Manufacture records for lot#9315211 was reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Inspected seven (7) pcs retention parts cannula adhesive appearance and cannula pull force. All results passed. Nine (9) pcs representative samples received and inspected cannula adhesive appearance and cannula pull force. All results passed. Conclusion: no action at the moment regarding the root cause cannot be concluded as a manufacture issue. Root case: no action at the moment regarding the root cause cannot be concluded as a manufacture issue. Rationale: refer to pen needle dfmea (B)(4), the severity of user notices missing cannula is moderate(s3), the actual complaint rate of the failure mode since from 2017 is less than 1 cpm(o1). According to CPR-028, the risk level is low. No need to open CAPA.

Event description:
It was reported during use the pen needle 32g 4mm xtw 5b 14pack china the inner shield/or outer cover/ cap does not attach/detach. The following information was provided by the initial reporter and translated from (B)(6) to english : ¿the patient always had problems with the operation at home. Later, he went to the health center for help. The nurse of the health center assisted in the operation. During the needle installation, the entire needle was inserted into the injection pen, and the front end of the needle was invisible. Inside, the sale has been reserved. (The injection pen is new).¿